Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device failed to transmit current to the target site. They tried a new erbe machine and the probe still did not work. The procedure was completed with another injection gold probe using a new generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay and stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.